Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a polarity switch the day after device implant. Unipolar impedance measured at 240ohms with bipolar impedance at 242ohms. Pacing impedance at lead implant was 532ohms. Noise was noted with isometrics and movement. When the lead was put to bipolar sensing, the noise could not be duplicated. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had a polarity switch the day after device implant. Unipolar impedance measured at 240 ohms with bipolar impedance at 242ohms. Pacing impedance at lead implant was 532ohms. Noise was noted with isometrics and movement. When the lead was put to bipolar sensing, the noise could not be duplicated. It was further reported that the lead had an insulation "failure". The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.